Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The reported patient effects of hypotension, renal insufficiency or failure, and worsening mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to patient morphology/pathology (pulmonary infection and pre-existing condition). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that one month post-procedure, the patient's condition worsened and mr increased requiring prolonged hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 3-4. Three clips were implanted, reducing the mr to 1-2. One month post-procedure, the patient condition worsened. An atrial septal defect (asd) was observed with high pulmonary hypertension and increased mr of 3+. The implanted clips were confirmed to be stable on the leaflets and there were no issues with the implanted clips. The decision was made to close the asd as soon as the patient is more stable. The patient has not left the hospital since the procedure and his condition has worsened due to the asd, pulmonary infection and worsening of pre-existing renal failure requiring dialysis. The worsened renal failure was attributed to the infectious status and hypotension during the procedure. No additional information was provided.